Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 5.0 x 80mm biomimics 3d (bm3d) stent in the superficial femoral artery (sfa) distal third to proximal popliteal segment to treat a de novo lesion in the right leg. A contralateral approach was used and the lesion was predilated using percutaneous transluminal angioplasty (pta) balloon and prepared with atherectomy. The target lesion was also post-dilated with pta. The site reported that a right popliteal in-stent restenosis was noted on duplex ultrasound (dus) on (B)(6) 2022. A right leg wound was slow to heal. The patient underwent angiogram and pta/standard balloon angioplasty and laser atherectomy in the right sfa to popliteal artery on (B)(6) 2022. It was reported that the event led to target lesion and target vessel revascularisation. The event outcome was reported as resolved/recovered. The site reported that the event was not related to the study device or study procedure but a worsening of the patient's pre-existing condition. The event was reviewed by veryan and considered possibly related to the device on (B)(6) 2022. It was reported as target lesion related. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with the target lesion and intervention details. Sections d.3. And g.6. Were updated with the new veryan address which has changed since the initial report, section e.1. Was updated to reflect the physician's email and updated address. Sections g.6. And h.2. Were updated to reflect the type of report and reason and h.11. Reflects the sections of the report that are updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 5.0 x 80mm biomimics 3d (bm3d) stent in the proximal popliteal segment to treat a de novo lesion in the right leg. A contralateral approach was used and the lesion was predilated using percutaneous transluminal angioplasty (pta) balloon and prepared with atherectomy. The target lesion was also post-dilated with pta. The site reported that a right popliteal in-stent restenosis was noted on duplex ultrasound (dus) on (B)(6) 2022. A right leg wound was slow to heal. The patient underwent an angiogram, pta/standard balloon angioplasty and laser atherectomy in the right proximal popliteal (p1) to the distal popliteal (p2) artery on (B)(6) 2022. It was reported as target lesion-related. It was reported that the event led to target lesion/vessel revascularisation (tlr/tvr). The event outcome was reported as resolved/recovered. The site reported that the event was not related to the study device or study procedure but a worsening of the patient's pre-existing condition. The event was reviewed by veryan and considered possibly related to the device on 11-nov-22 the device remains implanted. Additional information received on 27-feb-24 by the site updated the intervention details to reflect that the p1 to p2 segment was that which was intervened on. The target lesion was also updated to reflect the proximal popliteal.